Manufacturer narrative:
There is an instruction that states, "never place humidifier in an area where it is accessible to children" and consumer failed to perform that instruction. There is an instruction that states, "never use humidifier in a closed room, particularly where a child may be sleeping, resting, or playing" and consumer failed to perform that instruction. There is an instruction that states, "caution: to reduce the risk of burns, supervision is recommended when a vaporizer/humidifier is used near children, invalids, or pets" and consumer failed to perform that instruction.

Event description:
Consumer alleges his (B)(6) son pulled the humidifier over on himself causing burns to his belly and foot. There was not a report of property damage with this incident.